Event description:
On 21-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 401 mg/dl prior to hospitalization and later experienced hypoglycemia with bg levels in the 30 mg/dl range while hospitalized. The user was admitted on (B)(6) 2026 and treated with exogenous insulin and oral carbohydrates. The user was discharged on (B)(6) 2026 and discontinued ilet therapy during admission.

Manufacturer narrative:
The user experienced hyperglycemia and subsequent hypoglycemia requiring hospitalization while on ilet therapy. Severe glucose excursions requiring inpatient medical intervention are consistent with the reported hospitalization and treatment with injectable insulin and oral carbohydrates. Engineering log review confirmed that device data corresponding to the reported event timeframe were partially available and showed no malfunction alerts impacting insulin delivery prior to hospitalization. Device data showed expected high glucose alerts, insulin delivery requests, cartridge changes, and manual bg entries while the ilet was functioning as intended. The user reported that hyperglycemia prior to hospitalization was associated with inactivity related to underlying neuropathy and orthopedic injury. During hospitalization, the user was removed from ilet therapy and managed with hospital-administered injectable insulin, after which the user experienced hypoglycemia into the 30 mg/dl range. Based on available information, the event was attributed primarily to underlying medical conditions and inpatient glucose management while off ilet therapy. No device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.